Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home, through hospice. The cause of death was aspiration pneumonia, hematemesis, and respiratory failure. The caller stated that the customer's daughter found the customer at his home. The caller stated that at nights the customer would have low blood glucose levels at least three to four times a week. The customer's blood glucose at the time of death was 170 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2016 due to being in a comma. The customer was using sensors however, the caller did not know whether the customer was wearing a sensor at the time of death or not. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with a depleted duracell quantum alkaline battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: the download history file lists data from 01/01/2012 to 01/07/2012. There is no data for (B)(6) 2016.

Manufacturer narrative:
The pump passed the delivery accuracy test.